Manufacturer narrative:
(B)(6). Age at time of event - 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified iliac vessel. A 7.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for pre-dilation. However, on initial inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.